Manufacturer narrative:
Clinician stated that she has a known latex sensitivity and will go into anaphylactic shock when exposed to latex. In addition to a latex allergy, other known allergies include celebrex which causes hives and ace inhibitors which caused her throat to feel swollen and scratchy. An employee at (B)(6) (bp device manufacturer) also developed a reaction after coming in contact with the cuff and was treated at the hospital with prednisone. The bp cuff and tubing were returned to welch allyn and both were tested for the presence of latex proteins by an independent laboratory. The results showed both the inhibition and allergen elisa assays for latex protein were below the detectable limits. The trimline reusable cuff port and tubing meet all applicable toxicology and biocompatibility standards. However, welch allyn has decided, in an abundance of caution, to report this event as a serious injury due to the medical intervention with IV benadryl, an IV steroid, IV antihypertensive, and zofran for nausea.

Event description:
(B)(6) clinician developed a reaction while wearing the cuff on her arm for 30 minutes. The bp device pumped up, deflated and then gave a reading. Immediately after the reading was obtained, she removed the cuff stating her cuffed arm was itchy and red. A short time later, she broke out in "hives" all over and became dyspneic. She was taken to the emergency department whereby they started an IV (intra-venous) line and gave her IV benadryl, an IV steroid, IV antihypertensive, and zofran for nausea. She was not able to work the remainder of her shift and was not able to work for five days.